Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm during testing noted and the motor passed motor test. The operating currents are normal. No unexpected failed battery test alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has pump received with cracked case at the display window corner.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported their insulin pump alarming motor error after the failed battery test alarm. Customer's blood glucose was 500 mg/dl at the time of the alarms. The customer treated their blood glucose with a bolus. Troubleshooting found the customer was able to complete the rewind sequence on their insulin pump. Customer was advised to revert to a back-up plan as their insulin pump will be replaced. No additional information provided.